Manufacturer narrative:
After battery installation, the unit powered up with a blank display. The unit was drawing high current. After swapping the boards into another case and then swapping a known good pcba2 onto pcba1, the unit still powered up with a blank display. The problem seems to be isolated to pcba1. Unable to perform the displacement test due to the blank display. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated they had to change battery several times. Troubleshooting was performed. The insulin pump will be returned for analysis.